Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent and dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 22 mmol/l (396 mg/dl) while wearing the pod between 49 and 71 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge and the cannula appeared bent. As treatment, a new pod was placed. The patient was taken to the emergency room and had blood work done and ketones were measured at 3.1 mmol/l (55.8 mg/dl). The patient was given water and insulin was given through the new pod placed prior to going to the ER. The patient was discharged after 4 hours.